Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-05693, 1627487-2019-05694, 1627487-2019-05696. It was reported that the patient stopped using their scs system. In turn, the patient may undergo surgical intervention.

Event description:
It was reported that the patient's scs system was explanted on (B)(6) 2019.